Event description:
It was reported that one patient had a femoral stem fracture at eighty-four months postop requiring revision of the femoral stem of the spacer. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Farid, y. R. (June 2025) non-biological modular knee arthrodesis for prosthetic infections with large defects at 5-year follow-up: an alternative to amputation. Techniques in orthopaedics. 40 (2) 1-7 https://doi.org/10.1097/bto.0000000000000696. E1 - correspondence author. H6: mechanical (g04) - stem. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d5; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided pictures in the journal article identified multiple intra-op pictures from different patients for various issues relating to the study. It is not possible to confirm if they are related to the patient in this complaint. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided in the journal article however is it unknown which is related to this patient for further review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.